Event description:
A customer reported an issue with their insulin pump not registering the correct amount of insulin in the cartridge and experiencing errors when setting up the sensor, requiring the use of separate applications for proper functionality. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting and did not request additional follow-up from technical support.